Event description:
Pt experienced stinging at the number 2 lead site of the EKG machine when the machine started. EKG machine removed from pt and samll red area noted on the left breast of pt but quickly faded. No evidence of burn or injury at site. Biomed evaluated machine, found no malfunction and returned machine.